Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) is trying to charge the implantable neurostimulator (ins) and something is displaying on the programmer that they don't know what it means. Patient stated they just charged the ins the other day and it seems like they have to charge it more often. Patient did not have the handset with them at the time of the call, but stated they were using the patient programmer. Agent had patient try to power off the patient programmer, but the programmer would not power off. Patient's son-in-law came on the line and put new batteries in the programmer and patient was able to successfully connect to the implant. The troubleshooting steps that were taken on the call resolved the issue.